Event description:
Health professional reported an alleged leak. Fluoroscopy was performed to confirm the event, however, the diagnostic did not identify the location of the leak on the device. The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."